Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. Final analysis found a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impressions. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.